Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. The electronic data from the device was downloaded for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. No further details were provided. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue through a voltage drop test. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio replaced the power pcb assembly and the battery wire harness assembly, and the battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to worn battery pins and excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. No further details were provided. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.